Event description:
It was reported that since implant, neurostimulator therapy had not really worked for her, to control her urinary issue. It was also noted that about 6 months ago or less, patient started to feel that her implant had shifted a bit. The patient was not feeling stimulation for a while and then felt it but stopped feeling it presently. The patient was trying to get a health care provider to remove her implant. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v794133, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).